Manufacturer narrative:
The returned cable was evaluated. The cable failed continuity tests due to a broken solder joint on the red conductor at the emitter solder joint assembly.

Event description:
The customer reported that the spo2 value disappears during patient monitoring. No consequences or impact to patient were reported.